Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During advancement of the delivery system through the sheath, significant push force was required. Fine adjust alignment of the valve was challenging due to the absence of a straight anatomical section, resulting in notable tension. The balloon was in the final position 3mm off with the distal marker towards the distal end valve. Despite the positioning, the procedure proceeded with valve deployment. During this phase, the valve embolized into the ascending aorta and was implanted in the descending aorta. Device withdrawal was completed without observed damage. A second valve was successfully implanted, and the patient final outcome was good.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: extensive calcification in both the left and right iliac-femoral arteries. Vessels dimensions below the recommended for sheath insertion (as per IFU the minimal luminal diameter for an 14fr sheath+ is greater than or equal 5.5 mm). There is marked kinking of the thoracic aorta. S3u valve not between the alignment markers on the ds deployment balloon. S3u valve not between the alignment markers on the ds deployment balloon. Valve deployed at the level of the thoracic aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on imagery provided for evaluation. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the procedure, significant push force was required to advance the delivery system through the sheath. Subsequently, considerable tension was noted during fine valve alignment since there was not a straight section in the anatomy. Consequently, the balloon was in the final position 3mm off with the distal marker towards the distal end valve. Despite this, it was proceed with the implantation. However, the valve embolized into the ascending aorta during deployment''. As per information provided, there was not a straight section in the anatomy, and the patient had a ''sharp kinking thoracal aorta'', as observed in the imagery provided. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The provided imagery showed that the valve was not properly aligned in between the valve alignment markers prior to deployment. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error (valve alignment in non-straight section), patient conditions (tortuosity) and use error (not follow instructions) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.